Event description:
The facility reported to customer service a pump with failure code 500. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 02, 2007. Evaluation summary: the reported condition of failure code 500 was confirmed. Inspection of the device found that the cause of the the reported conditionwas due to a stuck key on the front bezel. The front bezel was replaced. Review of complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.